Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged. After discharge, about twelve (12) to sixteen (16) hours post procedure, the patient experienced tracheal/chest pain, and dyspnea. The patient presented to the emergency room where they were given colchicine and steroids to treat suspected myopericarditis. The patient was in respiratory distress and was hypotensive. The patient was hospitalized and started on pericarditis medications but failed to respond to colchicine and steroids. The physician tapped the patient and pulled about 15ml and found a small bloody effusion and suspected a pericardio-pleural fistula. The patient was intubated. Chest computed tomography (CT) scans showed that the closure device was still in a good position. The CT scans did not show a significant pericardial effusion but did show that the inferior vena cava was enlarged. The patient deteriorated with respiratory distress and repeat echocardiogram imaging showed that the left ventricle was failing. Six (6) days post procedure the patient went into cardiac arrest and the patient died.